Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 25 mg/dl. Customer declined to troubleshoot for low blood glucose. Customer stated that the pump is cracked. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 25 mg/dl. Customer is at the hospital. The customer stated that there is cracked in battery compartment. Customer doesn't recall how the damage occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.